Manufacturer narrative:
Eval: it was noted on eval that the foot and leg of the attachment were damaged by tool contact. This attachment had been in the field for approx 59 months without any record of factory service. The preventive maintenance/service manual for the legend system specifies service intervals for attachments based on the hospital usage level. In any case, the maintenance interval should not exceed 24 months. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."

Event description:
Non-specified repair request initiated for device. Report escalated to complaint due to evaluation findings that the leg and footed portion were damaged by tool contact. No pt impact was reported. On follow-up it was noted that the malfunction was identified during a case. A back-up device was available for use and it was confirmed that there was no pt impact.